Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device remains implanted in patient.

Event description:
It was reported that approximately 1 month post implant of a bifurcated device, an infrarenal aortic extension and a limb extension, the patient was seen routinely for a 30 day follow up. A computed tomography (CT) scan revealed endoleak between a competitor stent (icast) and the limb extension which were docked in the main body limb (gutter leak). The physician decided to correct the endoleak by implanting another limb extension and another competitor stent (icast) to increase the overlap between both within the main body limb. After ballooning there was still a leak at which time the physician decided to send to have sac direct injected with coils/onyx. Due to extensive comorbidities, patient is on aspirin, plavix and coumadin which could be contributing to the lack of resolution to the gutter leak. The patient was reported to have been stable post procedure.

Manufacturer narrative:
Based upon the clinical evaluation, the reported endoleak was confirmed. Adequate medical documentation and no imaging studies were available for this review. The following assessment was based on medical documentation only. Cautionary product use conditions that might have contributed to this event included: thoracoabdominal aneurysm and dissection, and a non-endologix thoracic stent. Patient factors that might have contributed to this event included: antiplatelet and anticoagulation therapy due to their known anti-thrombotic properties. During the implant procedure, there was evidence to support: a persistent gutter-leak between the snorkel and endologix stent. The case was concluded with this knowledge. The patient had many cardiovascular and pulmonary co-morbidities. Four days later, the patient underwent a subsequent procedure for treatment of abdominal pain and an ileus. A celiac artery stent was successfully placed via brachial approach. The patient was discharged home on the seventh post-operative day, on both antiplatelet and anticoagulation therapy. One month post implant, the patient underwent the second, subsequent procedure for the treatment of a persistent gutter leak. This condition proved to be unresponsive to an additional snorkel extension and angioplasty. The case concluded with a persistent endoleak. The patient was discharged on the same day. Two months post implant, a ultrasound denoted no persistent endoleak in the right common iliac artery. Although it was reported that the patient will return for a coiling, there was no further information available to confirm this plan, or that any further treatment had been rendered. A manufacturing record review was performed, the lot met all release criteria with no related issues or deviations that would explain the reported event. The lot usage history showed all units have been consumed and no other units from this lot were involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. Based upon the investigation, a root cause was not definitely identified although there were a number of possible factors that could contribute to an endoleak to include off-label use to treat the bilateral iliac artery aneurysms greater than 2.3 cm in diameter (right - 4.5 cm; left - 2.3 cm); and, the cuff being the same size outside diameter as the main body. Other possible contributors include: thoraco-abdominal aneurysm and dissection, use of a non-endologix thoracic stent, and patient anti-coagulant therapy. The persistent gutter-leak between the snorkel and the endologix stent suggests that use of the endologix device outside the evaluated range of the device in conjunction with off-label use with a competitor's device was the most likely cause. No specific device issue was identified in the evaluation.